Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6) did not reveal any device-related issues. A specific cause for the patient's infection could not conclusively be determined through this evaluation. (B)(6) was returned assembled with the driveline severed approximately 2¿ from the pump housing. The distal end was not returned. The sealed inflow conduit (inlet tube, sealed inflow conduit flex section, and inlet elbow) was returned detached from the pump¿s inlet port. The outflow elbow was returned attached to the pump¿s outlet port. Approximately 1¿ of the sealed outflow graft was returned detached from the outflow elbow. The sealed outflow graft bend relief and bend relief collar were not returned. The device appeared to have been exposed to a fixative agent (e.g. Formalin) post-explant. Evaluation of the sealed inflow and outflow conduits revealed no evidence of laminated depositions or thrombus formations. Examination of the pump's blood-contacting surfaces upon disassembly also revealed no adhered depositions or thrombus formations. After cleaning, the disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies related to wear or damage were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was reassembled and operated on a mock circulatory loop. Retrieved data revealed power consumption and pressure values which met manufacturing requirements. The pump operated as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii (hmii) left ventricular assist system (lvas) instructions for use (IFU) and patient handbook are currently available. Section 1 of this document lists infection (localized, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate ii lvas. Care instructions in regard to preventing infection are provided in various sections of the IFU, including caring for the driveline exit site and controlling infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(6). The patient's prior infection admissions are referenced in manufacturer report number #2916596-2020-05551 and manufacturer report number #2916596-2020-05537. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient's pump was explanted on (B)(6) 2020 due to pump pocket infection. The patient was previously admitted for driveline infection on (B)(6) 2020.